Event description:
The customer reported being hospitalized for low blood glucose in the beginning of june. Attempted to contact the customer twice to get more details about the event without any results.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.